Manufacturer narrative:
Device evaluated by MFR.: the guidewire was returned stuck inside the coyote catheter. It is possible to observe that the distal tip and the proximal section is bent/kinked. The dimensions that could be measured were inspected and the outer diameter specifications passed inspection.

Event description:
It was reported that device entrapment occurred. The patient presented with tibial artery blockage and underwent balloon angioplasty. After gaining vascular access via the femoral artery, a 3.0mm x 80mm x 150cm coyote balloon catheter was advanced for dilatation. However, during introduction, the balloon got stuck on a 300cm angled tip v-14 control wire guidewire and would not move further into the target lesion. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient status was stable.

Event description:
It was reported that device entrapment occurred. The patient presented with tibial artery blockage and underwent balloon angioplasty. After gaining vascular access via the femoral artery, a 3.0mm x 80mm x 150cm coyote balloon catheter was advanced for dilatation. However, during introduction, the balloon got stuck on a 300cm angled tip v-14 control wire guidewire and would not move further into the target lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.